Event description:
It was reported that the patient went to the emergency room. A remote transmission showed that the right atrial (ra) lead had high thresholds. In addition, there was possible far field r-wave (ffrw) oversensing on the atrial channel, possible capture issue, and a change in lead impedance was noted. No further information could be obtained through follow-up. The ra lead remains in use. No patient complications have been reported as a result of this event.